Event description:
A report was received that a patient is experiencing difficulty communicating and charging the ipg. Troubleshooting was performed but the problem persisted. The patient underwent a pocket revision due to the ipg being implanted too deep. The patient had the ipg charged and communication was able to be established afterwards.